Event description:
It was initially reported by the customer that the device had noisy ECG in all 12 leads. The pt's outcome, as well as any other pt info regarding the event was not reported. Upon evaluation by physio-control, it was observed that the device would power itself down during the performance inspection procedure (pip).

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. The banana pin connector was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed connector and observed that the pins were a slightly flat and blackened.